Event description:
Report received stated that a stent may have fractured. No other details were provided.

Manufacturer narrative:
We are awaiting additional details regarding the incident and will submit the follow-up report once the additional information is received and the evaluation is completed.